Manufacturer narrative:
One (1) previously used universal plus 60-5274-032 spatula electrode with ultra coating was returned for evaluation. The tip shrink insulation was completely missing from the spatula and was not retuned for examination. The tube insulation was cut back and no remaining pieces of the shrink insulation were found. During the manufacturing process the shrink wrap insulation is slid over the spatula until tight against the stainless steel tube. This is then shrunk by rotating the shrink wrap insulation over a heat gun. The operator then ensures the shrink tube is properly placed, fully shrunk and tight against the stainless steel tube. The device lot number was not provided and a device history review was not possible. (B))(4). The universal plus laparoscopic spatula electrode is a single patient use electrosurgical spatula electrode with suction/irrigation capability for use in surgical endoscopic procedures. The 60-5274 series electrodes are coated with eschar-resistant coating. To ensure proper function of the universal plus laparoscopic spatula electrode and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: during trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. When not in use, electrosurgical instruments should be placed in a suitable holder or site which will prevent current flow to the patient should the operator accidentally activate the electrosurgical generator. Examine the device prior to use for damage. Do not use if damage is found. On the 60-5274 series, with eschar-resistant coating, any adhering can be easily wiped away with a sterile, moistened sponge. Correction to initial reporter: from us to other. Added : (b))(6) as country.

Event description:
The user facility reported that during a laparoscopic cholecystectomy using a 60-5274-032 spatula, the shrink tube of the electrode tip dropped into the patient abdominal cavity. The material was safely removed with no reported adverse effects and the procedure was successfully completed with a replacement device. There was no injury to the patient.